Event description:
Event description cpi received information that the patient with this implantable cardioverter defibrillator (ICD) system was experiencing severe muscle stimulation. Telemetry was unable to be established and the ICD displayed a warning message indicating that telemetry was out of range. It was also noted that the ICD emitted a constant tone after the application of a magnet.